Manufacturer narrative:
Vyaire file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. Event logs received. Evaluation shows that battery related alarms are active: 212,214,215,322,323,324. After the blower test, it was confirmed by the customer that there are no visible damages on the main board. Informed customer that blower have to be replaced.

Event description:
The customer reported a blower failure alarm while using the bellavista 1000. At this time, it is unknown if there was any patient involvement associated with the reported issue.